Event description:
It was reported that during routine inspection while receiving the device/s, it was noticed that the tip is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents. The item returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. Several impaction marks on the surface indicate that the nail handle was hit by a hard object. Also the broken peg was hit by a hard object (brittle fracture due to bending overload).

Event description:
It was reported that during routine inspection while receiving the device/s it was noticed that the tip is broken.